Event description:
Mild iritis. Case description: a physician reported that a pt (age and gender unk) underwent, in 2003, uneventful cataract surgery with implantation of tecnis lens (model z9000) with phacoemulsification. Prednisolone acetate eye drops was prescribed to prevent post-operative inflammation in a decreasing dose from week to week: eight times daily, six times daily, four times daily and then twice daily for the last week. Furthermore a combination of cyclopentolate and dexamethasone eye drops four times daily was prescrubed. However, during a follow-up visit, mild iritis was observed. The pt continued the therapy prescribed post-operatively. At the time of the present report the lens was not explanted and the pt had not recovered. The case was reported as non-serious and was upgraded to serious-incident/intervention required by physician.